Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9733763, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while merging patient exams in a cranial resection, the monitors lost video display and displayed that there was no input detected. It was noted that a hard reboot of the navigation system was performed and functionality was restored. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Software analysis could not determine the root cause of the reported behavior through system log review. If information is provided in the future, a supplemental report will be issued.